Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7074945.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was not returned as it was discarded by the medical facility.